Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was diffcult to open and the staples did not form properly. The surgeon applied another device and resected add'l tissue at the application site to complete the procedure. The hosp has reported no patient injury occurred.